Manufacturer narrative:
The pump had intermittent button response due to corroded keypad traces. No button error alarm or ramping numbers were noted. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, cracked battery tube threads, and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 5 mmol/l. No significant events leading to the alarm were observed. The customer stated that during a bolus attempt, the numbers kept ramping up. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.